Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('nonspecific pelvic pain') in an adult female patient who had essure inserted. Medical conditions: gynecology status normal. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: essure removal was performed at the patient¿s request (because of nonspecific pelvic pain). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Most recent follow-up information incorporated above includes: on 30-oct-2020: essure device removal questionnaire received - date of birth, medical history, insertion and removal date of essure and event nonspecific pelvic pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('nonspecific pelvic pain') in an adult female patient who had essure inserted. Medical conditions: gynecology status normal. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: essure removal was performed at the patient¿s request (because of nonspecific pelvic pain). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ('physician asked how removed implants should be sent for examination') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.